Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A purchasing agent reported that during an intraocular lens (iol) implant procedure, the delivery system was broke and caused the lens to break. The product was replaced and the procedure was completed. There was no harm to the patient.